Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient gets bacteria infections from e-coli. Two days later, patient rated the evaluation at "6-7" and said the evaluation can be a bit better. On (B)(6) 2017, patient said they had a dry mouth and said it might be due to antibiotics. Five days later, patient is doing better with e-coli and stimulation is helping; they are emptying better, draining better, and is letting the bacteria out. They are hoping they will become more regular and leak less. After IV is done, they will start to be doing even better. No device issue and no further patient complications have been reported as a result of this event.